Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The initial reporter's phone number was not available. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI: (B)(4).

Event description:
It was reported by the (B)(6) that during post-surgery, it was discovered that the quick coupling device was heating up. It was further reported that the device would rotate for sometime, stop, and then start rotating again. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in (B)(6) 2022. All available information has been disclosed. If further information should become available, an additional report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: this device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the reported condition of the device heating up was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the device had cosmetic damage due to a worn coupling. It was further determined that the device failed pretest for general condition and check function of adjusting sleeve. The assignable root cause was determined to be traced to maintenance, which is improper maintenance.